Manufacturer narrative:
Upon receipt at boston scientific¿s post market quality assurance laboratory, a review of device memory revealed that elective replacement indicator (eri) was declared after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. Laboratory technicians and engineers concluded that the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. The device did not exhibit the premature battery depletion characteristics of the 2007 shortened replacement window advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after declaring elective replacement indicators. A boston scientific field representative noted that the device went from elective replacement indicator (eri) to end of life (eol) status in less than 90 days. A boston scientific technical services consultant (ts) recommended replacement due to the device's inclusion in the 4/5/2007 shortened replacement window advisory population. The patient was downgraded to a replacement pacemaker at her family's request due to the patient's medical condition. Previously, there was a report of tones, which were suspected to be from another source, prior to the device reaching eri status.